Event description:
Patient reported, he has experienced 2 episodes where his blood glucose level reading up to 450 mg/dl. Patient stated, this first occurred during the night and he woke up because he felt bad. Patient cannot recall the exact date. Patient reported, he measured his blood glucose level and it was 450 mg/dl. Patient stated, he changed the infusion set cannula and the infusion set. Patient reported, his blood glucose level was around 400 mg/dl all day long and wasn't reduced by the correction bolus. Patient stated, he switched to a different type of infusion device and his blood glucose levels immediately return to normal. Patient's normal blood glucose range was not provided. Patient has switched to a different infusion device. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.